Event description:
An ocd field engineer contacted the ocd technical solution center after observing a higher than expected vitros troponin I es result for a known troponin free sample using a vitros 3600 immunodiagnostic system. Vitros troponin I es result = 0.063 ng/ml verses expected result <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician. The results were not reported to a clinician and no allegation of patient harm was made as a result of the event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros troponin I es result was obtained for a known troponin free sample using a vitros 3600 immunodiagnostic system. The assignable cause for the higher than expected vitros troponin I es result is most likely an instrument issue related to the signal reagent subsystem. Following repairs, the instrument performance was verified by obtaining acceptable tropi within run precision testing.